Event description:
Complainant alleged that while attempting to pace pt (age & gender unknown) the device's pacer current was not adjustable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.